Event description:
Report states that the collar on the luer lock does not stay locked. It just "spins". Had one incident where they had an accidental diconnect on a 2 y/o pediatric pt with assoc blood loss. No further info available. Child had a 22 gauge jelco IV catheter in place. The child's hbg was 9.9 after the event (lower end of norm is 11.0). Est blood loss was 80-120cc. Child recovered without problems. No blood transfusion was required.